Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 4 and pump error 63 confirmed in pump history with variable (003), isolated to u1 keypad assembly. Unit received with corroded battery tube. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 12.4 mmol/l at the time of incident. Troubleshooting was performed. Alarm recurred during rewind. The insulin pump was returned for analysis.